Manufacturer narrative:
(B)(4). We are in the process of obtaining further information from the customer. Our investigation is currently in progress and we will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: two rt265 infant dual heated evaqua2 breathing circuits were returned to fisher & paykel healthcare in (B)(4) for evaluation. They were visually inspected and pressure tested for the reported damage. Results: visual inspection revealed no damage to any part of the returned breathing circuits. The pressure test revealed that both of the circuits were within specification. The swivel wye did not disconnect from the swivel elbow during the pressure tests for both circuits. The lot information was not provided by the customer and a lot check could not be performed. Conclusion: no fault was found with the returned rt265 breathing circuits. We are unable to determine what may have caused the problem reported by the customer. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested prior to being released for distribution. Any circuits that fail are rejected. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6), reported to a fisher & paykel healthcare (fph) representative that the rt265 infant dual heated evaqua2 breathing circuit was disconnecting and the cap was popping off. No patient consequence was reported.

Event description:
A hospital in (B)(6), reported to a fisher & paykel healthcare (fph) representative that the rt265 infant dual heated evaqua2 breathing circuit was disconnecting and the cap was popping off. No patient consequence was reported.